Event description:
The customer reported to olympus, there is an image error on the endoeye flex deflectable videoscope. It was reported that the image was dark. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found that due to a dent on the distal end, water tightness was lost. Adhesive on the distal end was chipped. Due to looseness of insertion pipe, connection between insertion pipe and control unit was not secured. Video connector was deformed. Label on the video connector was peeled. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
Additional information was provided. The issue was detected during the user's pre-use inspection.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and information received from diligence attempts (updated b3/b5), a review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. Although the reported event was not confirmed, it is likely the event was caused by one of the following: a defective image sensor unit, a failure of the circuit board inside the video connector, or a system failure. Olympus will continue to monitor field performance for this device.